Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was emitted a cs 012 alarm. There was no indication that the device caused or contributed to an adverse event. This complaint is not being reported because the alleged product issue is not likely to cause an adverse event; the sensor has no effect on insulin delivery. The owner's booklet instructs the user not to solely use continuous glucose monitoring technology when making dosing decisions.

Manufacturer narrative:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was emitted a cs 012 alarm. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because it could have an impact on insulin delivery if the patient is unable to resolve the alarm.